Manufacturer narrative:
B5 - the lens was removed and replaced for an unknown model and length lens. Secondary surgivcal intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Manufacturer narrative:
A4: unk a5: unk a6: unk b3: unk d6a: unk d6b: unk g4: this product is manufactured in the u.s. But not marketed in the u.s. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm6_13.2 implantable collamer lens, -06.00 diopter, into the patients right eye (od). The patient cannot get used to her vision and the lens remained implanted. Additional information has been requested but none has been forthcoming.